Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site completely healed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2019, the recipient was seen for bleeding due to a possible infection. The recipient was prescribed antibiotics for 10 days. On (B)(6) 2019, the recipient was hospitalized due to presumed stitch granuloma and wound dehiscence for exploration, debridement, and closure of post auricular incision. The recipient was prescribed IV antibiotics and a suture was removed 7-10 days following surgery. The recipient was discharged on (B)(6) 2019. The recipient was admitted again on (B)(6) 2019 due to discharge and a fistula behind the ear. The recipient was prescribed IV antibiotics once again and discharged (B)(6) 2019. The recipient's infection resolved. The recipient resumed device use.